Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message that resulted the device emitting beeping tones and an alert in the remote home monitoring system. A request was made to have data from this device analyzed. Engineering analysis of device memory noted the message was the result of extended magnet application, which, causes a transient drop in battery voltage and is expected operation. Further analysis noted that the battery status has since been recovering in the absence of the magnet applications. Technical services (ts) noted the device will continue to emit tones until the device is interrogated by a programmer. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.